Event description:
Per a pmcf study: xcela PICC with pasv valve technology: hcp reported that the catheter was removed due to thrombotic catheter occlusion. The catheter had been placed to manage the patient's clinical conditions like fluid and electrolyte imbalances.

Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. A UDI nor a lot number were provided by the end user, therefore section d4 was unable to be filled in. Reference (B)(4).

Manufacturer narrative:
The customer's reported complaint description "the catheter was removed due to thrombotic catheter occlusion" could not be confirmed since the PICC device was not returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. No DHR review was conducted since there was no reported lot number and DHR review of ship history report lots could not be performed since item number is unknown. Potential root cause for this type of event is inadequate care and maintenance of the PICC device (e.g. Flushing); this is cautioned against in directions for use of the device. Labeling review: the directions for use (dfu, 14600577-01) that is provided with the reported device contains the following statements: flushing: flush the catheter after every use, or at least every seven days when not in use, to maintain patency. Use a 10 ml syringe or larger. Flush the catheter with a minimum of 10 ml of sterile normal saline, using a "pulse" or "stop/start" technique. Precautions: never forcibly flush an obstructed lumen. If either lumen develops a thrombus, first attempt to aspirate the clot with a syringe. If aspiration fails, consult institutional protocol for management of thrombosis. Exercise care when advancing the catheter or guidewire to avoid trauma to the vessel intima. Do not use clamps, toothed or ribbed forceps. Do not use clamps or other instruments with teeth or sharp edges on the catheter or other instruments to advance or position catheter as catheter damage may occur. Following institutional policy, secure catheter externally to prevent catheter movement, migration, damage, kinking or occlusion. If resistance is met when flushing, it is recommended that no further attempts be made. Further flushing may result in catheter rupture. Refer to institutional protocol for clearing occluded catheters. Incompatible drug delivery within the same lumen may cause precipitation. Flush catheter lumen following each infusion. Management of lumen occlusion: the lumens of piccs may infrequently become obstructed. Lumen obstruction is usually evident by failure to aspirate or infuse through the lumen or inadequate flow and/or high resistance pressures during aspiration and/or infusion. The causes may include but not limited to catheter tip malposition, catheter kink, or clot. One of the following may resolve the obstruction: verify there is no kinked tubing in the catheter section external to the body. Reposition the patient. Have the patient cough. Provided there is no resistance with aspiration, flush the catheter vigorously with sterile normal saline to try to move the tip away from the vessel wall. Use a 10 ml or larger syringe. Catheter maintenance: it is recommended that institutional protocols be followed for all aspects of catheter care, use and maintenance. The following care, use and maintenance information is not intended as a substitute for institutional protocol, but rather, to describe guidelines and recommendations that can be used successfully with the xcela PICC with pasv valve technology. General catheter care and use: use aseptic technique during catheter care and use. Potential complications/adverse events: catheter dislodgement, catheter malfunction, catheter malposition, catheter occlusion, drug or contrast medium precipitate, thromboembolism, vascular thrombosis. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference: (B)(4).